Event description:
According to the available information the balloon burst.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found one other complaint regarding the lot number 9294409 but not on the same defect. We received documentary investigation from our subcontractor: the probable root cause of this issue was a problem with balloon¿s raw material. Checking the quality databases revealed this type of defect is known and closely monitored. A risk management file evaluation was performed and showed that risks are adequately controlled and reduced as far as possible. It is concluded that the risks identified are still acceptable and considered as safe.